Event description:
It was reported the programmer occasionally cannot interrogate pacemaker. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event; rf (radio frequency) head connector on the lem (link electronic module) printed circuit board assembly was found loose; cold solder joints found. Analysis also found the left keyboard hinge is broken. (B)(4).